Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a heavily calcified, distal circumflex coronary artery with a previously implanted stent. A 2.5x8.0mm nc trek balloon dilatation catheter (bdc) was flushed and prepped for use, then advanced to the lesion. During the first inflation, the balloon would not maintain pressure. Another unspecified bdc was used for pre-dilatation. The 2.25x28mm xience alpine stent delivery system (sds) was then advanced and failed to cross the lesion and may have interacted with the previously implanted stent. More pre-dilatation was performed, and the 2.25x15mm xience alpine sds was advanced and it also failed to cross the lesion and the previously implanted stent. During the procedure, several unspecified non-abbott guide wires and bdcs were unable to cross the lesion. The procedure was successfully completed with implantation of 2 non-abbott stents. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed in addition to a scanning electron microscopy analysis on the returned device. The reported material rupture was not confirmed; however, a tear/leak was observed at the guide wire exit notch. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.